Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to the gripper actuation issue. It was reported this was a mitraclip procedure performed to treat grade 4, mixed mitral regurgitation (mr). The mitraclip was advanced to the mitral valve. After about 5-6 difficult grasp attempts, the leaflets were grasped but the anterior gripper arm did not drop. Troubleshooting was preformed but the gripper did not drop. The clip was not implanted and was removed. Two clips were implanted. The final patient outcome. Mr was reduced to 2-3. No additional information was provided.

Manufacturer narrative:
Return device analysis did not confirm the reported inability to lower a single gripper. The reported difficult or delayed positioning (leaflet grasping) could not be replicated in a testing environment. The discrepancy between what was reported (difficulty lowering single gripper) and what was observed (no issue with gripper) is possibly due to unintended curves/increased tension on the device applied by the user or actuating the grippers more often than needed. However, this cannot be confirmed.a review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. Based on all available information, a cause for the reported inability to lower a single gripper could not be determined. The reported difficult or delayed positioning (leaflet grasping) is a cascading event of the inability to lower the gripper. There is no indication of a product issue with respect to manufacture, design, or labeling.